Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6). Customer¿s blood glucose value at time of incident was 574 mg/dl and current blood glucose level of 139 mg/dl. Blood glucose value when admitted to hospital was 561mg/dl. Before that customer was hospitalized on (B)(6) with blood glucose value of 490mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.